Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had abnormal sensing. Follow up was attempted to obtain additional information on the complaint, but was unsuccessful. The status of the device is unknown. No patient complications have been reported as a result of this event.